Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be verified . To further investigate, a functional test was performed. The reported event was not duplicated. It was recommended that the downstream occlusion sensor, dso, be replaced as a precaution.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream occlusion sensor seal voltage stuck at 2500 mv. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.